Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine follow up in clinic approx. 4 months post implant. The battery was noted to drop significantly since last checked, although there have not been many events recorded. There was a concern of why the battery is depleting more quickly than expected. The device will continue to be monitored. No programming changes been made. There is no consequences to the patient.